Event description:
In 2008, the pt reported that on about 25 days prior, her infusion device was "not giving her insulin". She stated that she had rec'd a low battery alert the previous day and she changed the battery. When she was "not getting her insulin", she changed the battery again and the infusion device would not "run" at all and the display was blank. Her blood glucose was elevated to "hi" on her blood glucose monitor and she felt nauseated. She injected 10 units of insulin and her blood glucose lowered and elevated again. She switched to her backup infusion device. The pt was instructed to insert a battery into the primary infusion device. She attempted to insert a heavy duty battery and as advised against this. She inserted another battery and the infusion device completed the self test. The alarm history of the infusion device showed 3 mechanical (e6) errors on the day of event. She was advised that a mechanical error can only be cleared by performing the change cartridge procedure. The pt stated she would switch back to her primary infusion device. Further attempts to f/u with the pt were unsuccessful. The pt did not require medial assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.